Event description:
Asku

Event description:
The attorney alleged the "claimaint sustained injury as a result of being implanted with the sprint fidelis lead(s)." The attorney further alleged the lead was defective. No direct patient complications were reported as a result of this event. There were further allegations by an attorney indicated the lead had exhibited a fracture and/or was explanted. Additionally, it was alleged the patient is deceased.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: proximal conductor fractured; distal segment returned.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the distal segment of the lead was returned, analyzed and the proximal conductor fractured. It was noted that the defibrillation coil was distorted, there was blood/body fluid on the outer tubing overlay, the outer insulation was kinked/buckled, the outer tubing overlay was melted and there was blood in/on the helix/lobe mechanism.